Event description:
It was reported that following an unrelated surgical procedure the ipg became unable to communicate with external devices. Reportedly, the ipg was set into surgery mode prior to the procedure. Troubleshooting did not resolve the issue. Surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D3 and g1 correction: the manufacturing site was updated.